Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) lead both triggered alerts for low impedance. Additionally, it was noted that the implantable cardioverter defibrillator (ICD) displayed a shock delivered that did not deliver a full energy shock, but still terminated the ventricular fibrillation (vf) episode. The rv lead and device were extracted and replaced while the ra lead remains in use. No patient complications have been reported as a result of this event.